Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on may 12 with blood glucose of 23.3 mmol/l at the time of incident. The customer was treated with intravenous drip in the hospital. Customer experienced symptoms such as nausea and dehydration. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. Customer reports basal rates are programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis. Unomed inf set.